Event description:
Customer reportedly received results of 220 mg/dl and 479 mg/dl within 10 minutes on the aviva system. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.